Event description:
It was reported that the patient experienced had a urinary tract infection (uti). The etiology of the infection was noted as a ¿new illness/injury. It was reported that on (B)(6) 2011 bacteria in the urine was cultured. The patient was treated with bactrim. The outcome of the event, as of (B)(6) 2012 was reported as resolved without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# v649189, implanted: 2011 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient (B)(4).